Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported by the mgr of cardiovascular perfusion services that they inserted a fiberoptix sensor (fos) intra-aortic balloon (iab) catheter, off label (transthoracic), into a pt. Gas alarms and loss of arterial pressure caused them to swap out the catheter to a wire reinforced, arrow (B)(4). The customer acknowledges they used the device outside of our recommendations.